Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm, cat# 502-03-52d, lot# mlayn4; acetabular dome hole plug, cat# 2060-0000-1, lot# mlhxyh; secur-fit max, cat# 6051-0830s, lot# mlh8ey; delta c-taper head 32mm +0, cat# 8-3200, lot# 38518901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient is infected."